Event description:
The dealer stated, the left front rigging was bent so that it would not attach to the chair. This was new out of the box. The dealer stated that the consumer said that the box was not damaged.

Manufacturer narrative:
Since the front rigging were 100% fully inspected and tested on the assembly line before packed, the dealer stated the left front rigging was bent so that it would not attach to the chair, wer presumed that is due to impact on the release lever during transportation. Even the box was not damaged. We believed concealed impact on the rigging. During transportation, protect the wheelchair and rigging from impact. Responsible person: (B)(6); date: (B)(6) 2015.